Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alarm or notification. Reportedly, the customer was new to the pump and contacted tandem technical services requesting to silence the audible notification. The customer declined to troubleshoot the notification. Tandem technical services instructed the customer to not dismiss notifications and the customer acknowledged. There was no impact to the customer blood glucose level.